Event description:
On (B)(6) 2025, the user reported a discrepancy between sensor and fingerstick values, with the sensor reading 232 mg/dl and the fingerstick 272 mg/dl. The user noted feeling less energetic but no other symptoms. The agent informed the user that the difference was within the 20% range provided by the manufacturer. Bg was affected, with a high of 272 mg/dl, but remained manageable on ilet therapy. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.